Event description:
The biomedical engineer (bme) reported that the number of electrodes on a setting was changing from individual 3 to standard which is their standard setting on the central nurse's station (cns). They were wondering if this was happening automatically or if someone was changing them. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the number of electrodes on a setting was changing from individual 3 to standard which is their standard setting on the central nurse's station (cns). They were wondering if this was happening automatically or if someone was changing them. No patient harm was reported. Investigation conclusion: review of the cns logs could not identify a specific root cause. Multiple follow-up requests were sent to the customer for the bedside monitor logs, but they were unresponsive. Root cause could not be determined. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the number of electrodes on a setting was changing from individual 3 to standard which is their standard setting on the central nurse's station (cns). They were wondering if this was happening automatically or if someone was changing them. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the number of electrodes on a setting was changing from individual 3 to standard which is their standard setting on the central nurse's station (cns). They were wondering if this was happening automatically or if someone was changing them. No patient harm was reported.